Event description:
Stryker universal cement restrictor disposable inserter: the tip of inserter broke-off inside the patient's femoral canal, immediate post op films showed no retained foreign bodies.